Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x2) on (B)(6) 2019 (x2). As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019- patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax meshes (device 1 and 2). Per op notes, ¿the hernia sac was identified in the left inguinal region and was dissected. Then a similar hernia was identified and was dissected. A 3dmax meshes (device 1 and 2) was placed in the left and right inguinal floor and was sutured¿. (B)(6) 2020 - patient was diagnosed with left inguinal pain with adhesions, thereby underwent laparoscopic repair. Per op notes, ¿adhesions in the left lower quadrant was noted and was lysed. There were no recurrence noted in the inguinal area¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, lot no, expiry date, UDI), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol 3dmax (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax (x2) on (B)(6) 2019 (x2). As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.